Manufacturer narrative:
The reported events were for lead dislodgement and r-wave amplitude variation. The reported event of r-wave amplitude variation was not confirmed. As received, a complete lead was returned in one piece. Electrical testing was performed and revealed no indication of conductor fractures or internal shorts. A visual inspection and x-ray examination of the lead revealed no anomalies. The helix was revealed to be retracted and clogged with blood. After cleaning the helix and applying torque to the connector pin, the helix was able to successfully extend and retract. Additionally, the full helix extension length was measured within required performance specifications.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, a decrease in sensing was noted on the right ventricular (rv) lead. The physician suspected rv lead dislodgement to be the cause of the event. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.